Event description:
A malfunction alarm occurred, identified by code malf 12, and was reset without recurrence. There was no adverse impact to the customer's blood glucose level, as reports confirmed the level did not exceed 500 mg/dl. Customer continued to use the pump without further issue, receiving instructions from technical support to contact them if the malfunction recurred, which the customer acknowledged and understood.